Event description:
During a routine maintenance, the olympus technician became aware that while switching on the high frequency electro-surgical generator, it shows error e433 on the display. There was no patient or procedure involved.

Manufacturer narrative:
The device was inspected by olympus. The inspection confirmed the e433 is displayed and the problem is was isolated to a defective power supply (hvps) board. The inspection also noted the external fuses (without any rating mentioned on them) were found in the device. Dust/debris was found inside, the tracks of the font panel cable was found rusted and deformed, the power switch was found deformed and noisy during its functioning, there is heavy corrosion and the paint is peeled off on the top cover, and the front panel is cracked. The cause of the defective hvps board is unknown, however, the investigation is still ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.